Event description:
It was reported that during an MRI of the head, the patient experienced painful electrical impulses in arms, legs and hip. The impulses stopped when the patient was out of the MRI room. The patient then experienced pain throughout body following the MRI. The patient had experienced similar electrical impulses before when her pump directly rubbed against steel handles or the refrigerator but these impulses were not intense/painful. These symptoms had not been noted with previous mris. The patient was admitted to the hospital. The pump was not interrogated post-MRI; the pump hcp planned to follow-up with the patient.